Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was approximately 30 mg/dl. Reportedly, the customer did not have an active continuous glucose monitor session started to monitor bg levels. Bg was addressed via glucagon injection. Recommendation was made to discuss diabetes management with a health care professional.